Event description:
It was reported that while using the surgical fiber during a procedure, the blue fabric liner (jacket) on the fiber started peeling back and became loose following immediate insertion of the fiber into the scope. The procedure was continued with a second fiber. After approx 9 minutes, the fiber broke off and was left inside the kidney which could not be retrieved. Lasing was ceased and the patient was stented. The procedure was completed with a second fiber. Pt outcome reported as: "no known adverse patient outcome".